Event description:
It was reported by service report that the breakaway head section would not stay locked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section; bent release crossbar.